Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up, the pulse generator was in backup vvi mode. A device download restored normal device function.